Event description:
It was reported that externalized conductors were observed on a lead during a prophylactic screen. Patient was symptomatic with complaints on non-specific infection. Lead was explanted.